Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided for all reported events. Elevated blood glucose was addressed with a correction bolus via the pump and a manual insulin injection. The customer changed supplies and resumed insulin therapy.